Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawers 2.2 and 2.1 had failed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were off the bus. The field service engineer (fse) tested drawer controller boards, and the board for drawer 2.1 was found failed. The drawer controller and pyxibus module board were replaced. After reboot, the pyxibus module board still showed no lights, so the module board was replaced again, which restored functionality. The repair was tested in diagnostics. The customer also verified the operation. The system functioned as intended after the field service engineer repaired the device.